Event description:
Patient was received from 5-2 after cardiac arrest. Norepinephrine was started by code team. Upon arrival to cicu the norepinephrine was infusing. The pump did not alarm. The patient¿s map was continuing to decrease to the 40s despite increased doses of vasopressors. About 30 minutes after arrival to cicu it was discovered that no drips were falling into the drip chamber, but the pump continued to run as normal without any alarms. The pump was exchanged, and drips began to fall into the drip chamber, thus infusing into the patient. The patient¿s map improved and pressors were titrated appropriately. The attending was at the bedside during the event and was notified of the equipment malfunction. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter) ongoing since 2021.